Event description:
There was an allegation of questionable elecsys hbsag ii results for 3 patient samples on a cobas 6000 e601 module. Sample 1: the initial result was 1.07 coi (reactive), and the repeated result was 0.633 coi (non-reactive). The patient's infection status remained inconclusive. However, the sample was deemed "initially reactive" and was retested. On (B)(6) 2026, the sample was repeated, and the results were 14.07 coi and 13.66 coi (both reactive). Sample 2: on (B)(6) 2026, the initial result was 8.97 coi (reactive), and the repeated results were 0.353 coi (non-reactive) and 0.415 coi (non-reactive). Sample 3: on (B)(6) 2026, the initial result was 19.70 coi (reactive) with a data flag, and the repeated result was 0.600 coi (non-reactive).

Manufacturer narrative:
The analyzer's serial number is (B)(6). On (B)(6) 2026, the field service representative performed sample probe adjustments. The investigation is ongoing.